Manufacturer narrative:
Investigation results were made available. DHR review: ref#: (B)(4), lot#: 4502311556. Yield: (B)(4). Delivered: (B)(4). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event is identified: damaged instrument tip. Event description: it was reported that during surgery the tip of the setting instrument for the pole plug broke off. Moreover, the enlargement in front of the instrument would be a restraint. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the setting instrument has been returned for an investigation. The tip of the instrument has broken off. Additionally, there are some signs of usage. The shoulders at the tip of the instrument are slightly deformed. Review of product documentation: the surgical technique for the pole plug instrument was reviewed. It is explicitly indicated on the figures of the instruments, that the instruments should not be hit. This device is intended for treatment. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible, as a systematic issue with design would have been detected as part of the part specific investigation. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible, as a systematic issue with design and/or material properties would have been detected as part of the part specific investigation. Instrument breaks, deforms, diverges impairing its function due to excessive deterioration of instrument during long term use. Possible, even though the instrument has only been manufactured in 2018, it might have been used excessively. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. Possible, as the instrument might have been treated with excessive forces at the connection area causing the damage to the tip of the instrument. Instrument breaks, deforms due to off-label/ abnormal-use. Possible, as the instrument might have been treated with excessive forces at the connection area causing the damage to the tip of the instrument. Instrument cannot be used with the mating instrument or mating implant as intended (due to damaged and/ or seized instrument) due to failure of instrument assembly condition due to off-label/ abnormal-use, excessive deterioration. Possible, as the damaged instrument cannot be connected to the pole plug anymore. Conclusion summary: the instrument has been returned for an investigation. The tip has fractured off. There are several deformations at the tip, which indicate that the instrument might have been applied wrongly. The surgical technique explains the user that the instrument is not to be impacted. There is also a do not hit laser marking directly on the instrument. It might be possible that during connection the fixation screw or pole plug to the pole plug setting instrument, an excessive force has been applied, leading to the fracture of the tip of the instrument. The components should be connected manually, whilst making sure that the slot of the plug or the laser marking on the fixation screw are aligned with the line mark on the tip of the pole plug setting instrument. Additionally, no bending forces should be applied during screwing in the pole plug as well as during removal of the setting instrument. However, based on the available information no exact root cause could be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. The need for corrective measures is not indicated at this point of time and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the spring of the instrument broke and got lost, which happened during a surgery and caused a surgical delay of 5 minutes.